Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted no abnormalities. Functionally the loading unit was loaded with a representative cartridge and was applied to test media. All staples were placed, and test media was cleanly transected. The handle correctly displayed that the loading unit had been fired an additional time. The loading unit was able to articulate without issues using the pmv equipment. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, the jaws load would not obey commands from the handle. Surgeon inserted the stapler and articulated around stomach. Pulled back the handle and it disconnected from adapter. Inserted handle back onto adapter and reload/jaws would not reset/straighten. Tried toggle and no movement. Tried reset of stapler by holding both fire buttons. It reset but jaws did not straighten or move. Surgeon again tried toggle to straighten jaws with no luck. Used manual retraction tool to straighten jaws. Reattached loading unit and adapter separately and everything worked for rest of case. There was no patient injury.